Event description:
It was reported that the customer's insulin pump was not functioning properly. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents with specifications. The device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, and self tests. However the insulin pump was received with loose/flush motor support disk, scratched display window and missing segments due to cracked zebra connector at the lcd board.